Manufacturer narrative:
Corrected information: e3, g2. The investigation has been completed and the results are as follows: DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: the root cause could not be determined. A potential root cause for the tray fracturing could be due to the fracture not being noticed prior to the device being used and this could have made the fracture more apparent once the device was in use. The manufacturer's reference #: (B)(4).

Event description:
It was reported that the patient provided notification that the button/ plastic came off while in the patient's mouth. The plastic came off bottom retainer. There was no harm/injury/adverse outcome and no medical intervention was required. The patient stopped using the device on (B)(6) 2025.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).